Manufacturer narrative:
D10 concomitant medical product: 176630, 176630 endoclip iii 5mm applier (lot#j4m2639y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, issues were encountered with the device applier while attempting to ligate the cystic artery. The two devices failed to load any clips, and failed after loading four successful clips and was unable to fire any further clips. The surgeon was able to squeeze the handle, and the jaws were able to close. An additional device was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic cholecystectomy, issues were encountered with the clip applier while attempting to ligate the cystic artery. The clip applier failed to load and fire any more clips after loading four successful clips. The surgeon was able to squeeze the handle, and the jaws were able to close. The clip applier had to be pressed in two quick successions. The device could not be pressed to load and could not be pressed to fire as usual. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.